Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had been dropped and now had a cracked screen. The caller stated that the screen now showed a partial display. The blood glucose reading was 280 mg/dl. The customer's mother stated that her son was treating for his blood glucose when the device was dropped, and she was unsure whether all of the insulin was delivered. She could not see what the screen was showing due to the crack and the missing segment on the display. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding liquid crystal display glass, minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.